Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead was bent inside the sheath and the stylet was unable to come out. Lead was not implanted. Patient was stable throughout the procedure.